Manufacturer narrative:
Follow-up # 1: date of submission: (B)(6) 2016. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed no pump reboots. During a visual inspection of the pump, the battery compartment was observed to be cracked. The returned battery cap was undamaged and secured properly to the pump to maintain an electrical connection. During testing, the pump rewind, load, and prime steps were completed successfully with no duplicated power loss. The pump case was removed, and no anomaly was found to the power circuit. The complaint of a power issue was not duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump lost power. It was also reported that the battery compartment was cracked and the battery cap could not be properly secured to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.